Event description:
Additional information received reported that the patient felt the lead had possibly migrated and was causing leg pain. X-rays were taken and the patient spoke with the manufacturing representative (rep) for adjustments. The patient came in to the office to see the health care professional (hcp). No actions were needed as the hcp felt the pain was from sciatia. This was because the pain was on the right and the leads were on the left. The pain was resolved on the appointment date. The cause of the event was determined and it was not device related. The patient felt she had a dislodged unit while laying laminate flooring at their home. Another time, the patient reported issues after jogging. After the last visit on 2015 (B)(6), the patient reported that there was no problem. There was an appointment on 2015 (B)(6) where x-rays were done and reviewed by the hcp. No stimulator revision was needed.

Event description:
It was reported that the patient thought their device had moved and was not in the place it used to be. The patient thought this because they had done some bending and normally they could tell when the device moved out of place. The patient had a bad back and when it moved it hurt their back badly and they had pain going down their right leg. The patient had also not been emptying their bladder like they should. It was just a little urine and not that much. The patient had seen their doctor and they did a bladder check and confirmed that the patient did not have a bladder infection. The patient may have fallen but noted that they had not fallen recently. The patient did fall in 2014 but did not notice any changes at that time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-33, lot # va00a60, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).